Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). During a preventative maintenance (pm) a getinge field service engineer (fse) found that the front end board was the cause of the flat lined waveform. The fse replaced the front end board and verified that the triangle waveform was present. The fse also adjusted the transducers on the front end board to meet specification, and verified full functionality. The iabp was then released to the customer and cleared for clinical service.

Event description:
During a routine preventative maintenance (pm) performed by a field service engineer (fse) it was found that the fiber optic test was not working, and displayed the upper waveform as a flat line. There was no patient involvement, and no adverse event was reported.